Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient was treated for an aortic abdominal aneurysm. A gore® excluder® aaa endoprosthesis featuring c3® delivery system and two gore® excluder® aaa endoprostheses were implanted, and the patient tolerated the procedure. On (B)(6) 2021, the patient was treated for a type ia endoleak from the previously implanted excluder. The physician implanted a gore® excluder® aaa endoprosthesis, and the endoleak was resolved. The patient tolerated the procedure.